Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date received by manufacturer for follow-up 1 should be december 18, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: visual (appearance not as expected) . Visual inspection: visual inspection of the returned device performed at customer quality (cq) identified cumulative surface wear, but no stained peel pack was returned. The device shows surface wear consistent with use and would not impact the functionality. The holding sleeve component of the small hex screwdriver with holding sleeve assembly was not returned. Does received condition agree with the complaint description? No DHR review: a review of the device history records (DHR) was unable to be performed since the lot number was unknown. Document/specification review: the returned device has the following laser etched on its shaft "swiss 314.020". No lot number is etched on the returned device. The following design drawings were reviewed during this investigation... Small hex screwdriver w/holding sleeve the part marking, and the absence of a lot etch on the returned device, indicates that the device was manufactured prior to drawings updates made in may 1997 and is 21+ years old. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection: a dimensional inspection is not relevant for the reported condition of staining peel pack. Was the reported complaint condition confirmed? No . Conclusion: a definitive root cause for the reported complaint condition of staining peel pack could not be determined based on the provided information. This complaint condition of staining peel pack was not able to be confirmed and no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Recommendations for processing synthes reusable medical devices sold in north america can be found in technique guide titled "processing synthes reusable medical devices-instruments, instrument trays and cases". No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2018, the screwdriver handles are staining peel pack after sterilization. There was no patient involvement. This report is for one (1) small hexagonal screwdriver with holding sleeve. This is report 2 of 2 for complaint (B)(4).